Event description:
In 2009, the pt reported that "last year", while using her previous infusion device, she experienced 2 severe low blood glucose reactions. She stated that she was unconscious and her husband gave her a shot and gel in her mouth the elevate her readings. Fifteen mins later the pt was able to drink orange juice and her blood glucose measured 30 mg/dl. She stated that her blood glucose was "below 0 mg/dl" during the event and 2 hours later, her blood glucose measured 400 mg/dl due to all of the sugar to correct the low. Her blood glucose returned to normal after 3-4 hours. The pt reported the incidents to her physician and he changed the pt's insulin dosages to prevent extreme low incidents. Product was returned for evaluation.